Event description:
Patient reported allegedly suffering from a really bad cough and showing signs of emphysema, a hiatal hernia which was causing "acute esophageal ulceration" and the respiratory problems, fever related to the gall bladder (patient did not indicate if there were gall bladder stones), not being able to swallow solids and throws up in attempt. Patient is planning on surgery to have the band removed, hiatal hernia repaired, gall bladder removed and the roux-en-y surgery all at the same time. Follow-up with the implant and explant surgeons is in progress. The alleged medical events/problems reported by the patient, to allergan, are being clarified with the patient's physicians and an updated event description will be forwarded to the FDA upon receipt of the clarifications.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Vomiting and hiatal hernias are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the reported event of hiatal hernia as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...hiatal hernia."